Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on two cobas e 801 modules compared to the liquid chromatography-mass spectrometry (lc-ms) method. The initial result was >100 ng/ml with a data flag. The instrument performed an automatic 1:2 dilution with results of 60.5 ng/ml and 58 ng/ml. The customer repeated the sample on a different e801 module in the laboratory and the initial result was also >100 ng/ml with a data flag. The instrument performed an automatic 1:2 dilution with results of 57 ng/ml and 58 ng/ml. The customer also performed manual dilutions of 1:5 and 1:10 and the results after applying the dilution factor were 51.9 ng/ml and 76.8 respectively. The customer then ran the sample by lc-ms method with a final vitamin d result of 34.5 ng/ml. This result was believed to be correct. No questionable results were reported outside of the laboratory. The serial number for one e801 module was (B)(4). The serial number for the other e801 module was not provided.

Manufacturer narrative:
Section d4, expiration date was updated. The customer did not provide complete calibration data for investigation. Qc results were within the specified ranges but fluctuated greatly; the qc results provided were obtained after the patient results. Qc data from before the event was not provided. Preventive maintenance was last performed on 04-oct-2019. There is no sample material remaining to perform additional repeat testing. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.